Event description:
Customer reported that an unexpected negative reaction when testing a sample with a known anti-c with capture-r ready screen 3 (crrs 3).

Manufacturer narrative:
Review of results: both screens resulted negative in all wells. Well 1 is c homozygous positive in both lot numbers, wells 2 and 3 are c negative. Reaction score for well 1 lot r195 is 2, visually it is slightly positive with slight adherence in the well and a slightly fuzzy button. Reaction score for well 1 lot r205 is 1, visually it is negative. Performed a screen assay on four known negative in house donors on the echo using capture-r ready-screen-3, lot r195, r205 and capture-r ready indicator red cells, lot 221787. Controls performed as expected and all in house donors resulted as negative. Retention products performed as expected. Confirmed the reactivity of the c antigen on retention capture-r ready-screen 3, lots r195 and r205 using retention capture-r ready indicator red cells lot 221784 and anti-c, lot 6d420 (1:250). Controls performed as expected and all reagent red cells tested exhibited the expected reactivity. Retention products performed as expected.